Manufacturer narrative:
Upon follow-up, it was reported that treatment with heparin was stopped. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized for the event. The patient was treated with meropenem injection (1.5g, ongoing, route, frequency not reported) for peritonitis and heparin injection (5000 units, ongoing, route, frequency not reported) for cloudy fluid. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.